Event description:
It was reported during a routine removal procedure, the driver tip broke. It is unknown if any fragments of the driver tip remain in the patient. This report is related to report number 3025141-2023-00056 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number 80-0759 "t8 stick fit hexalobe driver" was returned for evaluation. The screw involved in this event was not returned. The returned driver was examined with magnified photography. Observed phenomena included: the driver terminated in a fracture plane at the drive feature. There was a two-part fracture plane with a central ridge/step between the parts; both parts were largely flat and lightly textured with no necking/ductility. The drive feature exhibited a mild bend, and the splines were twisted. Measurements were obtained. The overall length measured 3.3370 inches, and the calculated, estimated length of the missing portion was 0.0430. The visual appearance of the device's two-part stepped fracture plane, which was largely flat with light texturing and no necking/ductility, would suggest a brittle failure mode. This may occur in scenarios where large and/or sudden torques are applied to instrumentation. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.